Event description:
Facility had several events leading to total shutdown of monitoring equipment for 24 hrs. The following occurred: approx 8:30 am the mac lab shut down completely for a "clean up of physical files" (blue screen) during a procedure. There was no source to monitor pt hemodynamics. This took approx 20 mins. Mid-day "unspecified error" appeared on screen and facility was unable to start a new study. After restart process system worked. Mid afternoon - "unspecified error" again. This time with an error stating "cannot establish connection to database". Restart process not able to bring system up, total shut down.